Manufacturer narrative:
One ampere¿ rf ablation generator was received for investigation. When power was applied to the generator, normal boot up sequence was observed and all touch pad controls functioned normally with no error messages displayed. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance & temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen, and no abnormal changes to the displayed values were observed when rf testing was performed. When the returned generator was tested in conjunction with a known good coolpoint pump & velocity system and when rf energy was applied, the coolpoint went into high flow mode as anticipated and no abnormalities were observed on the velocity display. Review of the engineering log files revealed multiple ¿pump pressure sensor not connected¿ alarms however was unable to be reproduced during investigation while the pressure sensor was connected. Based on the information provided to abbott and the investigation performed, the root cause of the signal issue and subsequent cancellation could not be conclusively determined as the returned ampere generator functioned as anticipated throughout investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed, is the information for the similar comparator device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3008452825-2019-00574, 3005334138-2019-00629, 2030404-2019-00111. During a procedure, the diagnostic catheters and their respective signals displayed as expected on the ensite system. When the ablation catheter was connected, the cool point pump functioned as expected and the calibration of the contact force measurement was conducted successfully. When the ablation catheter was inserted into the patient, the distal electrode and m3 were not recognized and was distorted on ensite. The connections were checked and validated, ensuring proper connection. The catheter was exchanged for another tacticath se and the same issue occurred. It was also not possible to perform the calibration of the contact force for the catheter. A pressure error was also noted on the cool point pump. Another mapping system was used to complete the procedure and there were no adverse consequences to the patient. There was approximately a 45 minute delay in the procedure which was clinically significant.